Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced hyperglycemia due to a leakage issue event on (B)(6) 2026. The infusion set was leaking at the insertion site, and the blood glucose level was 447mg/dl. The patient was treated with a correction bolus via pump and the temporary basal rate was increased. No further information available.